Event description:
It was reported that in nim patient interface the machine makes a lot of interference noise in spite of the leads and silencer were properly placed. The problem was coming from the lead ii. To make it work, we position the remote in a certain way so that the noise will stop. However, when it is displaced even a bit, it starts to make the loud sounds again so we try to be cautious not to touch the remote. Because of this, we use the other nim machine if it is available. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D1, d4: product details have been updated. G4: previously applied PMA / 510(k) number is no longer applicable. As per additional information, nim3.0 mainframe was also used in this event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253001, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: the previously applied code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1.product ID: 8253001, serial/lot #: (B)(6), UDI#: (B)(4). H6: the previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, generator was used in this event.